Event description:
The following has been reported: device suspected of rapidly over infusing into a paediatric patient and was missed during the (B)(6) 2025 testing and dataset update. Event log shows an vi 0ml start at 14:37 on (B)(6) 2025 and an end vi of 2047ml 3 mins later at 14:40. Full investigation & disclosure + therapy report requested. Dataset has since been updated since quarantine to new adult&pead option. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.